Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a tower door failure with no recovery response from the tower door button, indicating a ghost failure. The field service engineer (fse) walked the customer through the manual door release procedure and guided them on how to recover the tower doors. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a pocket had failed at the machine, but when the customer attempted to recover it, nothing appeared in the recovery storage space. The drawer was unable to be used because the system continued to recognize it as failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.